Event description:
It was reported that pump housing and usb port were damaged, including pins and surrounding area, which caused pump shutdown and prevented pump charging. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and was advised to rely on alternate method if necessary.